Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a percutaneous transluminal angioplasty (pta) and stent placement in the iliac artery, a 6f angio-seal sts plus was selected for use. Another stent was placed in the left superficial femoral artery (sfa) with a crossover approach. A pre-deployment angiogram revealed a common femoral artery with a 5.0 mm lumen diameter. Mild calcification was noted at the puncture site. The angio-seal was deployed and hemostasis was achieved. Three days later (2009), the patient reported pain in the interior limb. The next day, an angiogram was performed which revealed that stenosis was present at the puncture site where the angio-seal had been deployed. Percutaneous transluminal angioplasty (pta) was performed. There were no complications in the iliac artery which had been treated three days prior. Six days after the second pta (2009), the patient experienced pain in the interior limb. There was no stenosis or complications in the iliac artery. The physician commented that it was unlikely that collagen was in the artery. The physician however believed that the previous stenosis was caused by thrombosis which adhered to the anchor and surrounding lesion. The patient received no treatment, and flow was naturally restored. The patient will be discharged from this hospital this month and is recovering.